Manufacturer narrative:
Tubing and connector performed within specifications.

Event description:
The tubing was shortened, new connector placed and rerouted position of tubing because the pt was having pain at the scrotal wall and rebundant tubing.